Event description:
The complainant alleged that during a routine shift check by a clinician they saw a "defib fault 72" message on the display when charging to perform a test discharge. The complainant indicated there was no pt involvement with this reported malfunction.